Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and verified the malfunction. The graphical user interface (gui) keyboard printed circuit board (pcb) was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the 840 ventilator had graphical user interface (gui) key stuck error during patient use. There was no patient harm. Unknown if the patient was transferred to an alternate ventilator.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.